Manufacturer narrative:
The reported device was investigated at the hospital by our fse (field service engineer). Upon opening the unit, the fse identified that the dc/dc pc board had been modified for the hospital nurse call system, a cable was soldered and attached to the backside of the alarm output connector. The modified pc board was replaced and sent in for investigation. The returned dc/dc pc board was tested by us without the hospital modification. When installed into a test unit, the device passes pre-use check and a simulated ventilation session during four days without generating any alarms. The cause of the reported failure cannot be established by the investigation of the returned pc board, it can however not be ruled out that the modification made at the hospital may have contributed to the generated alarms.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of: maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes for power error and open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).